Event description:
Loss of osseointegration, no thread tap used, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone. During a routine check, it was determined that the implant is loose, after 15.5 years.